Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise, which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a mechanical thrombectomy, while using a large bore catheter through a 95cm cerebase da guide sheath ((B)(4)), the cerebase is leaking somewhere in the distal aspect. Could not shoot contrast through cerebase, it may have kinked. The surgery was delayed by a few minutes due to the reported event. There was no patient injury reported. The device was stored and prepped for the instructions for use (IFU), and had an adequate flush. There was no evidence of air leaking into the patient. A phenom wire was used.

Manufacturer narrative:
(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a mechanical thrombectomy, while using a large bore catheter through a 95cm cerebase da guide sheath (gs9095sd, 30432697), the cerebase is leaking somewhere in the distal aspect. Could not shoot contrast through cerebase, it may have kinked. The surgery was delayed by a few minutes due to the reported event. There was no patient injury reported. The device was stored and prepped for the instructions for use (IFU) and had an adequate flush. There was no evidence of air leaking into the patient. A phenom wire was used. A non-sterile unit cerebase da guide sheath, 95cm was received inside of a pouch. The device was visually inspected, and it was found that the ID band is out of position, also a kinked condition can be observed on the body of the device. A functional test was performed on cerebase da guide sheath, 95cm while flushing the device to find any leak. A leak was observed below the ID band and at the fracture section. The complaint reported by the customer ¿catheter (body/shaft) - kinked/bent-in patient¿ was confirmed, during the inspection, it was noted that the device has a kinked condition, this condition is related to the customer complaint. The kinked condition observed on the device appears to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. The exact time when these conditions appeared is unknown. A manufacturing record evaluation was performed for the finished device 30432697 number, and no non-conformances related to the reported complaint condition were identified. Catheter kinking during clinical use is a known and common occurrence. The complaint reported by the customer ¿catheter (body/shaft) - leakage¿ was confirmed, since a separation ¿crack¿ was found below the ID band causing the leak observed during the functional test. This condition may be related to the usage and ID band out of position noticed during the visual inspection however it cannot be conclusively determined at this moment. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. An internal corrective and preventive action (CAPA) has been opened to further investigate the issue with the ID band being out of position.